Manufacturer narrative:
The insulin pump passed the self test and displacement test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked one keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. The customer did not press a button down for more than three minutes or longer. It was reported that the insulin pump was also not exposed to change in altitude. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.